Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that battery life was shorter than expected. Also, it was reported that the metal contacts of the battery cap were damaged, and there was evidence of moisture ingress inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/17/2014 with the following findings: evidence of short battery life was observed in the black box data. Visual inspection revealed that the battery compartment was cracked from the threads to the grip pad. Corrosion was found inside of the battery compartment. The pump failed a leak test due to the battery compartment damage. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. The relation of the observed device failures to the reported battery-life issue can not be determined, as the reported battery-life issue would have to be duplicated to determine such.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.